Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During normal replacement of the device, x-ray confirmed externalization of the right ventricular lead. All of the electrical parameters were stable and in range and no intervention was performed. The patient was stable.